Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Lot: j2306826 d4. Expiration date: 7/21/2023 d4. Device manufacture date: 7/21/2028. D4. Primary UDI number: (B)(4). D4. Lot: j2306816 expiration: 7/8/2028 d4. Device manufacture date: 7/8/2023. D4. Primary UDI number: (B)(4). H6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify which is the correct lot number (j2306826 or j2306816)? =>both numbers are the possible number and could not be determined. Unk-possible: j2306826 or j2306816. Did the reservoir function properly upon first activation? Unk. If yes, how long after the first activation happened did the issue occurred? How was the case completed? Another device was used. Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on an unknown date and a reservoir was used. The reservoir did not swell. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). H3 evaluation: complaint sample review: one complaint sample with two torn pouches (one with sticker of lot # j2306826, while another was with sticker of lot # j2306816) was received for evaluation. Here, actual lot number of the received product sample was not confirmed. Hence, received product was checked visually and for suction test, no negative observation was identified (suction test reference). Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.